Manufacturer narrative:
Reference no. (B)(4). This is one of two manufacturer reports being submitted for this case. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra valve in the aortic position via transfemoral approach. During the procedure, the team encountered difficulty advancing the valve delivery system through the sheath and got stuck at the blue portion of the esheath. A kink was observed on the esheath while positioned in the patient's iliac artery. Significant force was applied to advance the sheath into position. The patient experienced a rupture of the right iliac artery, which resulted in patient death. Delivery system was removed, but through sheath. Valve squeezed off delivery system and left in descending aorta. Upon removal, liner torn was noted.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to d.9 date returned to manufacturer, h.3 device evaluated by manufacturer and h.6 type of investigation. Imagery was provided from the site and revealed the following: the crimped thv was located proximal to a kink in the sheath, within a region of tortuous patient anatomy. The crimped thv appears to be puncturing through the side of the kinked sheath shaft. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint is confirmed based on review of provided imagery and evaluation of the returned device. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. As reported, ''delivery system was removed, but through sheath. Valve squeezed off delivery system and left in descending aorta.'' Review of the provided procedural fluoro imagery showed that the crimped thv was located proximal to a kink in the sheath and appears to be puncturing through the side of the sheath, within a region of tortuous patient anatomy. The crimped thv was then observed to be dislodged within the abdominal aorta. Returned product evaluation of the associated sheath revealed that the sheath had a liner tear (resulting from a liner puncture), two kinks, and scratches along the distal end of the shaft. In this case, it seems that the valve may have punctured and partially exited through the side of the sheath at the kinked location. It is possible that the valve was caught on the damaged sheath. If additional device manipulation was applied during the attempt to retrieve the delivery system and valve through the damaged sheath, it may have contributed to the valve becoming dislodged from the delivery system, as reported. As such, available information suggests that procedural factors (attempted valve retrieval through the punctured sheath) may have contributed to the reported event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.